Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that when the surgeon wanted to retreat the k-wire device from the patient, the grip became loose when in use with a k-wire attachment device. The reporter stated that the grip from the k-wire device was insufficient. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.